Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor egms revealed episodes of what appeared to be asystole. It was confirmed that the episodes were actually undersensing due to device movement of the pocket. The patient would continue to be monitored.